Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the tip of the device was observed to be broken prior to re-processing; this poses the risk of a small component being lost in the surgical site. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.

Event description:
The customer reported that the tip of the device was observed to be broken prior to re-processing; this poses the risk of a small component being lost in the surgical site. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.